Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until a failed self test on (B)(6) 2011. After this date, there are multiple events on the same day which would indicate the device was switching itself on automatically. The problem was attributed to a fault on the membrane. Previous experience has told us this type of fault on the membrane is caused by the effects of the device being adequately protected from adverse environmental conditions, particularly to cold and damp. The pad pak, which contains the electrodes and batteries, is labelled for single-use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected, could result in the battery becoming depleted.